Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and absorbable hemostat was used. When the hospital wanted to open a pack, they saw a hole in the product and it was jagged. They thought it was no longer sterile. The procedure was completed with another like device. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual pouch was returned for evaluation. After investigation, no hole was detected on the internal and external side of the pouch. No hole detected in the sealing area. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.